Event description:
On (B)(6) 2019, the reporter for the patient (his mother) contacted lifescan (lfs) alleging that her onetouch verio 2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information when cca reviewed the call. The reporter stated that the alleged product issue first began on (B)(6) 2019, 9:01am. The reporter stated that the patient obtained a result of 293 and 369 mg/dl compared to 275 mg/dl obtained on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with a combination of medications including ¿1000 mg metformin and glyburide 5 mg daily and hydrochloride metformin 500 mg at night.¿ the reporter denied that the patient made any change to her usual diabetes routine in response to the alleged product issue. The reporter stated that on (B)(6) 2019, 8:15am she developed symptoms of ¿sleepy, lightheaded and shaky¿. The reporter stated that on (B)(6) 2019, 1:26pm they went to the hospital and was treated by an hcp with ¿IV fluids¿ and at 1:40pm they obtained a result of 275 mg/dl on the doctor¿s meter. At the time of trouble shooting, the cca confirmed that the meter was set with the correct unit of measure at the time of testing. However, it was captured that the sample was not taken from an approved sample site. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began and subsequently received medical intervention from a healthcare professional after the alleged product issue occurred. There is insufficient information to rule out the contribution of the subject meter to the event.